Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable d10 ¿ product received on: 24jan2019. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation as well as a visual inspection and functional test, were conducted during the investigation. The visual inspection of the returned complaint device indicated one 8.5fr mac-loc catheter in a locked, used and damaged condition. The device was returned in two pieces. The first piece comprised of the mac-loc hub, connector cap, catheter tubing ending with a cut. The second piece of catheter with tubing ending with the distal pigtail curl. Blue suture string was tied around the tubing of the second piece and the suture string was missing from the lumen. Biomatter was present on both pieces. The suture string near the mac-loc lever appeared to be cut. We noted no surface damage aside from the cut. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode the appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required cook will continue to monitor for similar complaints this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: procurement technician. Initial reporter also sent report to FDA: unknown.PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient required replacement of an ultrathane mac-loc locking loop multipurpose drainage catheter for drainage procedure in an unknown part of the body. Leakage at the hub was observed within seconds of placement. This event has been captured under MDR# 1820334-2019-00192. A second ultrathane mac-loc locking loop multipurpose drainage catheter from an unknown lot was opened and deployed. As reported this device was found to leak at the hub as well. This event has been captured under MDR# 1820334-2019-00193. The user then deployed a third ultrathane mac-loc locking loop multipurpose drainage catheter to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.